Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: return flow via the injection valve. Blood and infusion returns to the injection valve - valve mechanism is defective.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from german to english: return flow via the injection valve. Blood and infusion returns to the injection valve - valve mechanism is defective.

Manufacturer narrative:
Investigation summary: one photo and one video was received by our quality team for evaluation. Upon visual inspection of the video it was observed that the valve under the port had moved which could be the reason for the leakage; therefore, the incident could be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. CAPA#(B)(4) has been initiated to address this issue.